Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the clip did not form and dropped from handle. The surgeon changed the reload to resolve the issue. There was no patient injury.